Manufacturer narrative:
(B)(4). Method: device internal memory was evaluated.

Event description:
Device is part of a recall population (z-0470-2011 through z-0473-2011). During the subsequent internal evaluation, the product was found to have a component failure related to the recall (u8 component).